Event description:
Caller reported an issue with the pump's time settings, which was incorrect by more than five minutes. Blood glucose level was not reported to be impacted adversely. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies, with the caller understanding and acknowledging the instructions.